Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 9 mg/dl at the time of the incident. The customer was at 282 mg/dl earlier on the day of the call. The customer experienced symptoms such as loss of consciousness. The customer is unsure if they were wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer was having sensor calibration issues as well as the transmitter not holding charge. The customer has had 3 hospital or emergency treatment incidents in the last 2 months involving lows. The insulin pump will not be returned for analysis.